Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 2-20 non-bsc device. No patient complications were reported.